Event description:
Consumer reports inaccurate blood glucose readings with bd logic. Analysis of reported readings on clark error using competitive readings (109) as ref point vs. Bd. Readings (350) yielded unacceptable readings. Data point fell into the c zone of the grid consumer also needed to visit hospital in order to stabilize.